Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited unsatisfactory parameter. During a reposition attempt, the helix of the rv lead failed to extend. The rv lead was not used and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of ¿lead exhibited unsatisfactory parameter¿ was not confirmed while the reported event of the helix mechanism issue was confirmed. A complete lead with a stylet was returned in one piece. Visual inspection of the lead found the helix was partially extended and clogged with blood/ tissue. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.